Event description:
A cs33 was closed down on tissue and reported that the device failed to deploy all staples. The anastomosis was completed with suture.

Manufacturer narrative:
The cs33 was re-loaded in the test lab, and performed as expected. No issue could be found and no root cause for the reported event could be determined.